Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead dislodged, the lead was attempted to be repositioned but during the procedure, the physician noted body fluid in the lead insulation. The lead was explanted and replaced, the patient was in stable condition post surgery.